Event description:
The customer reported that after an arteriovenous malformation (avm) procedure, the patient was observed to have third degree burns, the size of coins, where the instrument for the cranial anchorage touched the temple area on both the right and left sides, and the left temporal region. A smaller burn was also found on the region of the glabella where the electrode for the nicolet envevor cr monitoring system was attached. The area around the electrodes for the monitoring device was wet with blood. Burn damage was found in the power circuit of the concerning monitoring device. The covidien e2450h button switch pencil was activated on the adjacent side of the patient's head while in a prone position during operation. The grounding pad was attached on the femoral region. The output cut setting of the forceez generator was 15w. Questions were extended but no information regarding the treatment was provided.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the unit evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The unit was returned and nothing was found that would have caused or contributed to the reported event. The concomitant device, e2450h, buttonswitch pencil, unknown lot #, was not returned for investigation.